Event description:
It was reported that, "when the surgeon was inserting the screw with cup, the tip of universal driver shaft was broken. The surgeon tried to remove the fragment of the shaft, but he could not remove it from the screw head."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer and the lot code was not provided. If device or add'l info becomes available, it will be submitted in a supplemental report.